Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received a cartridge alarm (alarm 29) during the loading sequence. Upon loading a new cartridge a cartridge alarm (cartridge alarm 31) occurred. Customer's blood glucose was 380 mg/dl. Reportedly, the customer reverted to manual injections for alternate insulin therapy.